Event description:
It was reported that during a peripheral diagnostic procedure, another manufacturers coil became stuck in the catheter. The system was removed. No patient injury or complications occurred.